Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-nov-2017. The most recent information was received on 11-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of device allergy ("allergy to a component of the essure system, confirmed by allergy test") in a female patient who had essure (batch no. 627445) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), headache ("headaches"), fatigue ("chronic fatigue"), premature menopause ("early menopause"), vulvovaginal candidiasis ("vaginal candidosis"), arthralgia ("articular pain"), myalgia ("muscular pain"), vertigo ("vertigos"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), amnesia ("loss of memory"), speech disorder ("speech difficulty"), hypoacusis ("hearing decrease"), visual acuity reduced ("visual decrease"), tendonitis ("recurrent tendinitis"), exostosis ("tibial exostosis"), bone disorder ("spot on bones"), depression ("depression") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy and salpingectomy planned on (B)(6) 2017). At the time of the report, the device allergy, vaginal haemorrhage, headache, fatigue, premature menopause, vulvovaginal candidiasis, arthralgia, myalgia, vertigo, nausea, vomiting, alopecia, amnesia, speech disorder, hypoacusis, visual acuity reduced, tendonitis, exostosis, bone disorder, depression and diarrhoea outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, bone disorder, depression, device allergy, diarrhoea, exostosis, fatigue, headache, hypoacusis, myalgia, nausea, premature menopause, speech disorder, tendonitis, vaginal haemorrhage, vertigo, visual acuity reduced, vomiting and vulvovaginal candidiasis with essure. The reporter commented: a prescription to remove the implants was performed by the gynaecologist. Her female organs were to be removed. Diagnostic results: on an unspecified date, an allergic test was done by allergologist, confirming that the patient developed an allergy to a component of the essure system. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-dec-2017 for the following meddra preferred term: device allergy. The analysis in the global safety database revealed 21 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device allergy ("allergy to a component of the essure system, confirmed by allergy test") in a female patient who had essure (batch no. 627445) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), headache ("headaches"), fatigue ("chronic fatigue"), premature menopause ("early menopause"), vulvovaginal candidiasis ("vaginal candidosis"), arthralgia ("articular pain"), myalgia ("muscular pain"), vertigo ("vertigos"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), amnesia ("loss of memory"), speech disorder ("speech difficulty"), hypoacusis ("hearing decrease"), visual acuity reduced ("visual decrease"), tendonitis ("recurrent tendinitis"), exostosis ("tibial exostosis"), bone disorder ("spot on bones"), depression ("depression") and diarrhoea ("diarrhea"). The patient was treated with surgery (hysterectomy and salpingectomy planned on (B)(6) 2017). At the time of the report, the device allergy, vaginal haemorrhage, headache, fatigue, premature menopause, vulvovaginal candidiasis, arthralgia, myalgia, vertigo, nausea, vomiting, alopecia, amnesia, speech disorder, hypoacusis, visual acuity reduced, tendonitis, exostosis, bone disorder, depression and diarrhoea outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, bone disorder, depression, device allergy, diarrhoea, exostosis, fatigue, headache, hypoacusis, myalgia, nausea, premature menopause, speech disorder, tendonitis, vaginal haemorrhage, vertigo, visual acuity reduced, vomiting and vulvovaginal candidiasis with essure. The reporter commented: a prescription to remove the implants was performed by the gynaecologist. Her female organs were to be removed. Diagnostic results: on an unspecified date, an allergic test was done by allergologist, confirming that the patient developed an allergy to a component of the essure system. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: device allergy: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.